Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user's wife stated that the bumps looked similar to a mosquito bites and that the appearance of the area has not changed from this morning. It was advised that the wife discontinue the use of the product on her husband (the end user). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user's wife reported that she applied product to two reddish skin bumps that are on her husband's left leg. She stated that the bumps are about three to four inches below his groin morning. She stated that the area became itchy that evening. She reports that her husband does not have a rash.